Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on (B)(6) 2015. Patient's mother tested the alert functionality and the reported alerts were functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the reported incident. A review of the receiver data log found a firmware error code failure. The customer complaint was confirmed. No root cause could be determined.